Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2; reference MFR. Report# 3006705815-2018-02723. It was reported the patient's ipg failed to communicate with the external devices. Reportedly the patient experienced lost of stimulation. As a result, the ipg was deemed inoperable. Surgical intervention may occur later to address the issue. It is unknown which ipg is related to the issue. Therefore, all the suspected devices are being reported.

Event description:
It was reported that the patient had their ipg replaced on (B)(6) 2018 due to the ipg being at end of life (eol).

Event description:
The patient has effective stimulation post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.